Event description:
Tubing went behind rollers which resulted in free-flow. Pt received 12 hour supply over 2-3 hours. Pump was returned with tubing in it. The tubing was stretched so tight that it was jammed between the rotor and the pump wall. Approx 2 inch of the soft section of tubing extended below the right side of the rotor. The tubing being behind the rotor allowed free-flow of the enteral fluid. Pt experienced no ill effects from bolus. (*)